Event description:
A doctor was delivering a crown on a 52-year-old female patient when the patient experienced an allergic reaction to the gloves and ended up going to urgent care. The patient's symptoms were swelling of their face and upper lips. The gloves are not stored near latex product as they do not have latex gloves. The same gloves have been used on the patient before with no reaction until now. The urgent care facility prescribed the patient benadryl every four hours. The patient took benadryl for seven days until the swelling went down. After the patient finished the medicine from the urgent care it took them seven more days to feel their version of "normal" again. In addition to the swelling on their upper lip, they also had a rash on their right cheek and it lasted for around four days. The lip swelling was severe enough that it was difficult to speak and eat or drink.